Manufacturer narrative:
Correction: b5, g3, fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced asystole and an inappropriate shock due to the right ventricular (rv) lead triggering a lead integrity alert (lia) due to high rate-non-sustained episodes and sensing integrity counter and exhibited oversensing noted on electrograms resulting in inhibition of pacing, false episode detection, and inappropriate shocks. It was further reported that the lead exhibited impedance variability and undefined high pacing impedance and that the lead had a suspected fracture in the low voltage portion. It was also reported that the rv lead exhibited noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced asystole and an inappropriate shock due to the right ventricular (rv) lead triggering a lead integrity alert (lia) due to high rate-non-sustained episodes and sensing integrity counter and exhibited oversensing noted on electrograms resulting in inhibition of pacing, false episode detection, and inappropriate shocks. It was further reported that the lead exhibited impedance variability and undefined high pacing impedance and that the lead had a suspected fracture in the low voltage portion. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1qq crt-d implanted (B)(6) 2020. 439888 lead implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced asystole and an inappropriate shock due to the right ventricular (rv) lead triggering a lead integrity alert (lia) due to high rate-non-sustained episodes and sensing integrity counter and exhibited oversensing noted on electrograms resulting in inhibition of pacing, false episode detection, and inappropriate shocks. It was further reported that the lead exhibited impedance variability and undefined high pacing impedance and that the lead had a suspected fracture in the low voltage portion. The lead was capped and replaced. No patient complications have been reported as a result of this event.